Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor was experiencing constant resets. The cause for the monitor resets was isolated to fractured bga balls on the monitor ca board. The fractured bga balls caused inter-processor communication faults with the digital signal processor u500 (dsp). The exact location of the fractured bga solder joints could not be positively identified. The root cause for the fractured solder joints could not be identified but was likely rough handling of the monitor. No adverse event resulted from the resetting monitor. The patient received a replacement monitor.

Event description:
A patient service representative contacted zoll customer support to report a loud humming noise from a (B)(6) male patient's monitor. The patient was issued a replacement monitor.